Event description:
It was reported that the device was stuck in the pacing mode when powered on and would not exit the pacing mode by pressing the pacing button. The user would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer confirmed that the device has been retired and taken out of service. The device will not be returned to physio-control for evaluation. The cause of the reported failure cannot be determined.